Manufacturer narrative:
Corrected: event/problem description, brand name common device name, catalog #/lot #, patient / device codes, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation alleges that patient experienced popping, clicking, and pain, which negatively affected patients ability to walk, move, and sleep. Additionally, patient has elevated levels of cobalt and chromium. The sales rep has also reported the revision surgery. It was noted that patient was revised due to pain, osteolysis, and metal hypersensitivity.

Event description:
Litigation alleges that patient experienced popping, clicking, and pain, which negatively affected patients ability to walk, move, and sleep. Additionally, patient has elevated levels of cobalt and chromium.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.